Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated for the past couple of weeks and confirmed sometime in (B)(6) 2024, she had been trying to finagle the communicator to charge it and it would turn on for a minute and then go off. The patient stated the battery indicator light was red and had been plugged in but the battery indicator light had not changed. The agent sent email to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-may-2022, UDI#: (B)(4). H3. Analysis found tm90 recharging circuitry is damaged (found micro usb hub bracket broken and burnt diode on charge board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.